Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2012 and suture was used. The ligation loop broke when approaching the target tissue. Another device was used to complete the case. There were no adverse patient consequences to the patient.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The concerned sample shows a cracked mecanyl tube with an almost closed twisted loop. The suture was curled right behind the canula. The visual inspection of the knot shows that he was configured correctly. The cause for twisting of the loop and the curling after the canula could not be verified. It seems to have occured during closing of the loop by the customer. No breakage could be verified. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.